Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser presented difficulty to lock the tracker in light eyes during laser treatment. The procedure was completed with no harm to the patient. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device could not be reviewed because of missing serial number of the device. During the onsite visit the fse (field service engineer) replaced ir-illumination and adjusted eye tracker as preventive maintenance, there was only difficulties with tracking for bright colored pupil. The laser is working normally. No technical root cause was identified as the product was found to be within specifications. The root cause is anatomy of patient´s pupil, especially the bright colored pupil. (B)(4).